Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for a product quality investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that two months post surgery the mesh implant eroded through the urethra wall into the vagina. After three urobgyn clinical visits the exposed blue plastic fibrous treads were gradually cut out and pulled out, one by one as well excised with surgical tweezers. The broken skin was cauterized to stop any bleeding then antibiotic salve applied. It was also reported that post surgery the patient's sui was not resolved. It was reported that the urologist performed surgery attempting to remove as much of the tape that was left under the patient's urethra. It was reported that the tape that was supposed to be supporting the patient's urethra was completely eroded away, there wasn't any left in place where it was implanted, only threads were inside of urethra located through a cystoscopy exam, then excised, in doing so the patient's urethra was injured, so it was decided that the remaining straps that were inside under the pelvic bone were best left in place. It was reported that the patient's vaginal vault was sutured closed and the urethra was repaired. It was reported that the following day the patient was sent home with a indwelling catheter for fourteen days. It was also reported that four months later the patient underwent a autologous transplant using tendon from the leg. It was then implanted through the vagina in behind the bladder neck and top of urethra. It was reported that the patient went home three days later with a indwelling catheter for three weeks. It was also reported that the patient still suffers from urethral pain and is unable to have vaginal intercourse due to the permanent scarring and thinning of the skin. It was reported that the patient's sui is 70% livable but the patient lives with a dilated urethral and intra-sphincter deficiency from injury to the bladder neck and urethral diverticula. It was also reported that the patient's urethral vaginal fistula healed. It was reported that the patient's mental well being has suffered and chronic pain does this. Additional information was requested.